Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was seen due to pre-discharge checks. The device was reprogrammed and episodes of inappropriate shocks was noted. When the episode was evaluated noise was exhibited on the ventricular channel, and the physician decided to turn off device therapies and admit the patient for an lead revision. Further review of this right ventricular (rv) showed out of range pace impedance measurements and loss of capture. It was alleged that rv lead damage was the cause of the reported loss of capture. The rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.